Event description:
In 1978 this patient had silicone breast implants placed. These were removed in 1979 because of contractures and she had silicone breast implants placed. Since 1980 she has had polyarthraglia and myalgia complaints. She has also suffered from chronic fatigue and sleep disturbances. She developed short term memory loss. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant was ruptured and the left implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.